Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod, the site was red, irritated looking like a burn. The patient consulted the doctor, who prescribed fluticasone propionate nasal spray, to treat the affected area.